Manufacturer narrative:
Product support (ps) tested retain devices with calibrator h in an attempt to mimic a sample with a tni/ck-mb concentration in the range of the client's access result. Calibrator h tni/ck-mb value assignments were 0.61/7.4 ng/ml. Results were within manufacturing release specifications. Ps did not observe false negative tni or ck-mb results. Ps could not confirm the client's observation of discrepant results between triage and access platforms without a returned patient specimen. Based on the calibrator h retain results the client's observation of false negative tni/ck-mb results was not confirmed. Customer complaint of potential false negative tni could not be confirmed for lack of specimen. Testing with retained product and lot review indicated no failure against release specifications. Deficiency not established. Access method prone to heterophile interference; the artifact had been suspected by attending physician. No corrective action required.

Event description:
Triage cardiac panel troponin (tni) results <0.05 ng/ml and ckmb results <1.0 ng/ml on 2 draws performed an hour apart, access tni results of 0.3 ng/ml and 0.48 ng/ml on 2 of 3 draws; customer suspects false elevation on access. However, possible false negative results with triage cardiac panel may lead to missed diagnosis for mi. The patient was seen in the ed. No invasive procedures were performed